Manufacturer narrative:
Product complaint # (B)(4). H3 evaluation: actual sample: the product was returned to ethicon for evaluation. One dispensed suture that belonged to the product code was received for analysis. Upon initial inspection of the returned sample, it was noted that the needle was not returned for evaluation. The suture was examined and the insertion mark could not be observed. Representative samples: the returned product determined that it was received, one empty box and twenty-one unopened samples that pertain to the product code. As per the sampling plan, a visual inspection was performed on thirteen samples, the packets were opened. The swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along the strand no anomalies were observed during the evaluation. The functional test was performed using instron equipment and the pull force result was above the minimum requirements. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As per the condition of the returned sample, no conclusion could be reached as to what caused the event report. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. A review of the batch manufacturing records was conducted, and no related non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2024 and suture was used. It was reported when suturing, the thread and needle are separated. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 4/16/2024 h6 component code: g07002 - device not returned this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: * please confirm if the 21 individual devices were affected by this issue during this procedure. If other, please specify. * when did the needle detach/pull off from the suture (in the package, during removal from the package, during handling before use on patient or during use on the patient)? Please specify * were there any patient consequences? * please provide the source or name and title of the external person providing answers to follow-up (external person submitting answers to sales rep) * please perform and document the follow-up attempt for product return. Please document the shipment tracking number in the notes or rmao sections. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.